Manufacturer narrative:
Complaint no: (B)(4). Approximate date of event: 5 weeks prior to receipt of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Fibrin was reportedly noticed in the patient's bags and considered a manifestation of the peritonitis event. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with an unknown antibiotic (in their solution bag, dose, frequency, and duration not reported) and heparin (route, dose, and frequency not reported, duration of ten days) for the event. Action taken with therapy was not reported. At the time of this report, the patient was not recovered from the event, though fibrin had cleared up from the patient's fluid. No additional information is available.